Event description:
It was reported that the patient received an inappropriate hv therapy for supraventricular tachycardia. The device was reprogrammed by the physician. The patients status is good and will be monitored through routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.